Event description:
It was reported by the customer that the saw was leaking oil. There were no reports of any adverse pt event associated with this alleged malfunction.

Manufacturer narrative:
On october 21, 2008, the saw involved in the reported event was evaluated. During the eval the technician was unable to duplicate the reported event; the saw performed within specs. During the eval the technician noted corrosion on the front housing assembly and the shaft assembly. The front housing assembly and the shaft assembly were replaced; then the saw was returned to the customer.